Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the distal end of the fenestrated bipolar forceps instrument was found burnt and damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the melting was found while the instrument was being used. The customer did observe arcing originating from the subject instrument while coagulation was being performed. There was no patient injury, the instrument did not collide with others in the case.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have localized melting at the distal clevis. Material appears to have burnt off from the charring that occurred near the base of the distal clevis. The instrument passed the electrical continuity test. A review of the procedure logs confirmed there was another energy producing instrument in the procedure. The complaint was confirmed by failure analysis. Common causes of the failure mode thermal damage instrument bipolar are attributed to inadvertent energy application from an energy instrument.